Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2024 the user reported hearing a clicking sound when using the device. She did not wear the audio processor (ap) for awhile and then was issued a replacement. When she tried the replacement ap, she was no longer able to hear any sound. A second replacement was tried but the user was still not able to hear. A follow up appointment to try another ap and for further trouble shooting is planned.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In october 2024 the user reported hearing a clicking sound when using the device. She did not wear the audio processor (ap) for awhile and then was issued a replacement. When she tried the replacement ap she was no longer able to hear any sound. A second replacement was tried but the user was still not able to hear. A follow up appointment to try another ap and for further trouble shooting is planned.

Manufacturer narrative:
Conclusion: the detected root-cause (coil wire fatigue fracture) is partly in-line with the reported failure event. After several years of implantation no benefit was reported. The device investigation revealed a coil wire fracture with a characteristic fatigue pattern. The finding is verified by a passed bci test performed after reconnecting the wires. A chronic movement of the coil section has highly likely caused this fatigue fracture over the years which is likely enabled by the reported loose screws. Since the user had good benefit before the event either an unknown trauma has contributed or a medical related cause is likely. This is a final report.

Event description:
In (B)(6) 2024, the user reported hearing a clicking sound when using the device. She did not wear the audio processor (ap) for awhile and then was issued a replacement. When she tried the replacement ap, she was no longer able to hear any sound. A second replacement was tried but the user was still not able to hear. The user has been explanted.